Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.8; lab-inr: 3.4. Meter-inr: 5.6; lab-inr: 2.8. Expired strips used in test.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set 1, inratio: 4.8, reference: 3.4, mean: 4.10, confidence-limits: 2.4-6.1. Set 2, inratio: 3.6, reference: 2.8, mean: 3.20, confidence-limits: 1.9-4.6. Strip ln 080076a expired on 2009/05. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. As of today, no product is expected to return. No further investigation will be required.